Event description:
It was reported that blue metal shavings came off the distal end of the wand during a wrist scope procedure. The shavings were not retrieved. Follow-up info was provided that the patient is fine and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The investigation revealed the coating on the distal end of the instrument had scratches and gouges in it. The blue coating is an insulative non-metallic tgic polyester power coat. The event description of "shavings" coming off the distal end of the wand typically is caused by mechanical damage related to device handing, such as the device hitting against another device. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The event was attributed to misuse.